Event description:
It was reported that(1) device was used during a pulmonectomy. It was reported by the affiliate that the ez45b device stapled, but did not cut the tissue. No info how the case was completed. There was no consequence to the pt.